Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device during branch ligation on a radial artery was unable to maintain adequate insufflation of the tunnel. This occurred with the co2 line attached to the btt port as well as to the distal insufflation line on the cannula. The insufflator was checked for proper function, and it checked out ok. Air was freely flowing out of the tubing, but once attached, the tunnel was still suboptimal. A replacement device was opened but this did not correct the situation. Harvester was able to complete the procedure, but with very poor visualization and great difficulty. The hospital did not report any patient effects. The customer discarded the kits that were used on this case. However, when the account was investigated, a kit was opened in order to try to troubleshoot the problem. The rep was unable to find a stem of the co2 tubing that the customer used was not adequately depressing the blue valve on the btt co2 line or distal cannula port. By reinforcing training with the customer on importance of firmly seating the stem, they have not had any more problems.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A ship history was rtan for the following lots 25113913, 25114481 and 25115386. There were no non-conformances found against the lot. (B)(4).